Event description:
Customer reported that there is a tear located on the mattress compartment. No pt incident of injury was reported. The customer did not know when the issue was discovered.

Manufacturer narrative:
Eval results: eval of the returned product found an open slider on the pt access of panel side b. Eval also found a 3 inch broken stitches on red zipper tape, 4 inch nylon tear and 3 inch broken stitches on zipper tape of the mattress compartment on panel side a. Notes: instructions for use state: never rip the panels open, as this will damage the zipper slider, preventing from closing securely. Before leaving the pt alone, apply pressure with your hands along the entire length of the zipper to make sure the panel is securely closed and that there are no gaps or openings along the entire length of each zipper. Snap the quick-release buckles shut to ensure all zippers are securely closed, and check by tugging on each buckle. (B)(4).